Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to displaying a double alarm no cassette. The event log was reviewed, and the pump was run I user mode. The reported "double beeps with no cassette" problem was duplicated. Immediately on power up the pump started alarming with a double beep. When a cassette was attached alarm stopped. When released the pump alarmed again. The downs stream occlusion sensor cassette detect nub is nonreactive and will be replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during testing, the cadd legacy 1 pump double beeped indicating that no cassette was attached. There was no patient involvement.